Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the three weeks the pump would not charge despite attempting multiple cables and power sources. The customer's blood glucose level was 500 mg/dl with trace ketones. The customer took a manual injection. It was indicated that the customer will continue using the pump until the replacement arrives.